Event description:
Per rptr wheelchair malfunctioned when going down the hall. It made a popping noise, and "jetted" off on its own. Braking and turning off didn't stop it. Banged rptr into the dresser over and over again.